Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned (99) sealed 4mm, 32g pen needles with the shelf carton from lot # 9324016. Customer states that the needle is too short to use. Thirty out of 99 returned pen needles were tested to determine patient end cannula length. All observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had insufficient cannula length before use. The following was reported by the initial reporter: "it was reported that needle is too short to use. Verbatim: consumer reported first box of using 2nd gen. Not happy looks too short to use. Consumer injects while laying down. Handicapped. She feels the proper use of 4mm is to pinch up for injection. Having a hard time doing that with this 2nd gen. Claims was using the bd nano prior to this box. Advised should inject straight in with 4mm and to consult doctor. She is using lantus and victoza pens. "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had insufficient cannula length before use. The following was reported by the initial reporter: "it was reported that needle is too short to use. Verbatim: consumer reported first box of using 2nd gen. Not happy looks too short to use. Consumer injects while laying down. Handicapped. She feels the proper use of 4mm is to pinch up for injection. Having a hard time doing that with this 2nd gen. Claims was using the bd nano prior to this box. Advised should inject straight in with 4mm and to consult doctor. She is using lantus and victoza pens. "